Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation reveals that the sheath is broken into multiple pieces and hence the complaint can be confirmed. No further details were provided regarding the instruments, bone quality and whether or not the insertion was off axis. We cannot discern a root cause for the reported failure at this time. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one other similar complaint for this lot released to distribution. The device for this similar complaint was not sent back for evaluation and confirmation. At this point in time, no further actions are warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the hospital that during acl (ant.cruciate ligament) repair, it was observed that the sheath broke into three pieces during insertion. All pieces were removed. A second sheath was opened and implanted. No adverse effects occurred nor extended procedure time. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.